Manufacturer narrative:
This report is submitted on february 2, 2022.

Event description:
Per the clinic, the patient experienced wound healing issues and a klebsiella pneumoniae 3 mrgn infection at the implant site which was treated with IV antibiotics (specific date and duration not reported), however, the issue did not resolve. Subsequently, the device was explanted on (B)(6) 2021. There are no plans to reimplant the patient with a new device as of the date of this report.